Event description:
A report was received that the patient was experiencing discomfort at the ipg and lead site. The patient reported that it burns and she was experiencing pain. The physician does not know the reason for the pain. An ipg database analysis confirmed the device was working properly. The physician administered antibiotics and pain medication.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing discomfort at the ipg and lead site. The patient reported that it burns and she was experiencing pain. The physician does not know the reason for the pain. An ipg database analysis confirmed the device was working properly. The physician administered antibiotics and pain medication.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8116-50, serial/lot # (B)(4), description: artisan surgical lead, 50cm; model # sc-3138-35, serial/lot # (B)(4), description: scs phiii extension 35cm.

Event description:
A report was received that the patient was experiencing discomfort at the ipg and lead site. The patient reported that it burns and she was experiencing pain. The physician does not know the reason for the pain. An ipg database analysis confirmed the device was working properly. The physician administered antibiotics and pain medication.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure, during which, the ipg was relocated. The patient was reportedly doing well following the procedure.